Event description:
A nurse reported that the vitrectomy probe inside the package was not cut and aspirate the vitreous body normally during vitrectomy surgery. The surgery was completed after replacing the pack with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).